Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor scan of ¿hi¿ (greater that 27.8 mmol/l) was reported with the abbott diabetes care (adc) device compared to readings obtained on the adc meter and experienced symptoms described as "headache, buried vision, pain, could not stand". It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and received third party treatment from healthcare professional of "sugar, bread and coca". No medication was administrated. There was no report of death or permanent impairment associated with this event. A sensor result of 300 mg/dl was compared to a adc meter result of 73 mg/dl and the results, when plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor and it was observed that molex was damaged and antenna was detached. An extended investigation was performed. Visual inspection was performed on the returned de-cased sensor, antenna and molex connector was removed from the pcba (printed circuit board assembly). Unable to extract data from the returned sensor as antenna and molex connector were disconnected from the pcba. The returned sensor was de-cased again and performed a visual inspection on the returned sensor¿s pcba (printed circuit board assembly), observed that the antenna and molex connector had been damaged. Unable to re-soldered/repaired due to the solder pads coming away from the pcba. Unable to communicate the antenna due to this damage. Unable to perform functionality testing without the antenna connected. Unable to continue investigation as sensor is no longer in a condition to perform functionality testing. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received lower sensor scan results of 73.00mg/dl compared to readings of 300.00mg/dl respectively obtained on a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.